Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of n185 alarm can be confirmed based on lot history review. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. Corrective actions are in process. Additional reporter: (B)(6).

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported there were 3 sets that had n185 alarm, tried 2 pumps and having same issue. The name of the solution/ medicine used was normal saline. There were no obvious defects noted on the tubing set like cracks or breaks. There were no holes, cut, tears or any other defects noted. The tubing was replaced and therapy resumed. The products were stored in the air-conditioned room in the hospital. There was not any problem with pumps, changed the different lot sets and worked fine. There was patient involvement in the very beginning of infusion. No harm reported. This report captures 3 occurrences.